Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection with the naked eye noted a separation between female connector and twist sleeve identified with no evidence of solvent. There was evidence of a chip was present; however; was not returned with the unit. The reported condition was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date was asked but unknown. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue end connector of the tubing in the transfer set was loose. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.